Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-nov-2022. H6: investigation summary sample received by our quality team for investigation. Upon visual evaluation, foreign matter is observed on the plunger. Foreign matter is identified as oil. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident can be traced to the molding process of the plunger.

Event description:
It was reported that a foreign, oil-like substance was found in the sealed unspecified bd¿ 5ml syringe. The following information was provided by the initial reporter, translated from portuguese: "the syringe is sealed and has contamination, it appears to be some kind of oil."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a foreign, oil-like substance was found in the sealed unspecified bd¿ 5ml syringe. The following information was provided by the initial reporter, translated from portuguese: "the syringe is sealed and has contamination, it appears to be some kind of oil.".